Event description:
As reported by the user facility: integrilin infusing at 15 ml/hr. At 2200, 100 ml bottle hung. Pump volume cleared (B)(6) 2013 at 0030. At 0600 - cleared pump volume - 93.1 ml but bottle still had over half of contents remaining (60-70 ml). Should have had less than 10 ml. No obvious issue with tubing loaded. Tubing removed from pump and reloaded in another pump. No issues with loading. Was supposed to receive 3 bottles in 24 hours. Patient with stemi receiving bms with thrombectomy - potential for clotting/occlusion r/. Reference MFR # 9610825-2014-00118.